Event description:
Rush rod was inserted in severely fractured right humerus in march, 1984. The proximal fracture healed well. The distal fracture did not heal but remained functional. The rush rod subsequently broke causing a severe deformity and limited functioning of the patient's right arm. The patient underwent surgery on 11/4/92 for removal of the broken rush rod and insertion of interlock rod and bone graftdevice labeled for single use. Patient medical status prior to event: invalid data. Invalid data - regarding multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Invalid data - whether device used as labeled/intended. Invalid data - regarding evaluation by user after event. Method of evaluation: invalid data. Results of evaluation: invalid data. Conclusion: invalid data. Certainty of device as cause of or contributor to event: yes. Corrective actions: no data. Invalid data - on device destroyed/disposed of status.